Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. E1: patient city: (B)(6). Patient country: valencia.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set cannula fell off issue before due time on (B)(6) 2025. No further information is available.